Event description:
The customer reported via telephone call that the insulin pump display went blank, the battery was replaced, and the insulin pump alarmed for a reset error. The blood glucose reading was 321 mg/dl. The insulin pump had also alarmed for a data error and a battery out limit. The customer reported that the insulin pump was not stored or out of use for an extended period of time. The customer reported that the insulin pump was not dropped or bumped or exposed to moisture. The customer reported that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and reported that the display returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.